Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during peritoneal dialysis, dwell 4 of 5. The patient was connected at the time of the alarm. The technical service representative (tsr) had the home patient (hp) cycle the power twice and the hc proceeded to "press go to start." The cause of the alarm was not determined during troubleshooting. The tsr advised the hp to start over with all new supplies or perform manual therapy, and also to inform her registered nurse about the alarm. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.